Manufacturer narrative:
(B)(4). The device has been received for investigation, however, the evaluation of said device is still in progress at the time of this report. A device history record investigation did not show issues related to this complaint. A record review (fmea) was conducted and no update is required. Devices from the same family were taken from current production. The samples were visually inspected and issue reported was not observed in the current manufacturing process. A follow up report will be submitted at the conclusion of the device evaluation.

Event description:
Customer complaint alleges "the connector of the ett became separated from the ett during intubation". It was reported there was no patient injury or consequence. Patient condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit v5-10316 et tube, hvt, 8.0, nova plus for investigation. The returned et tube was visually examined with and without magnification. Visual examination of the returned et tube revealed that the sample was returned with the connector seated firmly into the tube. The IFU for this product states, "the 15 mm connector may be loosely seated due to the relaxation of the tube material around the connector. Seat the connector firmly in the tracheal tube. For a secure connection, the contacting surfaces must be clean and dry when seating the connector." "Seat the 15 mm connector firmly in the adapter on the ventilator equipment to prevent disconnection during use. Ordinarily the security of the connection is increased by twisting the two elements together." "Non-standard dimensions of some connectors on ventilator or anesthesia equipment may make it difficult to securely mate with the tracheal tube 15 mm connector. Use only the equipment having 15 mm connectors that are standard in compliance with iso 5356-1". The reported complaint of "connector separated during use" could not be confirmed. However, further testing is ongoing to determine the root cause of this complaint. A non-conformance has been opened to further investigate this complaint issue.

Event description:
Customer complaint alleges "the connector of the ett became separated from the ett during intubation". It was reported there was no patient injury or consequence. Patient condition was reported as fine.